Manufacturer narrative:
(B)(4). The PMA/510(k) # k124030. The event is currently under investigation.

Event description:
During a ureteroscopy and laser procedure, they discovered the tip of the fiber broke off inside the patient. An ngage extractor was used to retrieve the fibre tip and a new fibre was opened to allow the procedure to continue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation. A review of the complaint history, dimensional verification, device history record, specifications, and visual inspection of the returned device was conducted during the investigation. Returned device showed no obvious evidence of the tip being broken or separated however, we cannot definitively confirm separation did or did not occur. Material returned thought to be the separated fiber tip is possibly the shrink tube from the ngage stone extractor used during the procedure. Complaint has been confirmed based solely on the customer's statement. A definitive root cause cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Additional information stated that the patient did not require any additional procedures due to this occurrence as the removal of the device tip was conducted during the same procedure. No adverse effects to the patient were reported due to this occurrence.